Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on additional review, user was advised to perform a sensor-relink. Sensor re-link was performed successfully as confirmed by the dms and user was informed to resume normal use of the system.

Event description:
On 18 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.